Event description:
It was reported that the right ventricular lead exhibited increase in threshold and a drop in sensing. There were no other electrical anomalies noted. The patient experienced vertigo and nausea. The lead was repositioned. The patient was in a stable condition before, during and after the procedure.